Event description:
It was reported that a customer had occlusion alarms with a cleo 90 infusion set after bolusing with disconnect pump. Customer reported high blood sugar levels of 370 mg/dl. Customer changed site and used correction bolus via manual injection to stabilize the blood sugar. No patient injury reported.